Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and capsular contracture baker grade unknown.

Event description:
Patient reported "leak", capsular contracture, baker grade unknown, "inflammation markers are high", and 34 lbs weight gain. Device remains implanted. This record is for the left side.